Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse found the customer had installed an old style sample syringes (use error). The fse replaced the old style sample syringes with the new style sample syringes. The fse performed preventive maintenance c and d (ion-selective electrode (ise) module and modular chemistry cup modules maintenance), performed ise health check and verified system performance. Primary cause was not identified. (B)(4).

Event description:
The unicel dxc 800 pro synchron system generated multiple erroneously low sodium, potassium, chloride (na, k, cl) results and one erroneously high glucose (glum, modular chemistry) result. The results were reported outside of the lab. The customer did not report if there were impact to patient treatment. Controls (qc) were run before and after this event. Qc after this event were erratic. Proservice database (remote management system) also shows qc drifted low around this same time for other modular chemistries (mc) such as bunm, crem and phosm (blood urea nitrogen, creatinine, phosphorus).